Manufacturer narrative:
Suspected root causes: "biosteon" screws are sterilized by gamma irradiation, being subjected to a high dose of 25kgy minimum and have a sterility assurance level of 10-6. A certificate of sterilisation is provided for each lot processed. There is no link to the "biosteon" screw identified for infection.

Event description:
The customer reported that after acl reconstruction surgery originally conducted on (B)(6) 2013, the patient was noted to have an infection. On (B)(6) 2013, the patient was administered medication (deptomycin). On (B)(6) 2013, the patient underwent revision surgery to remove all hardware which included "biosteon" screw and allograft. Infection was confirmed to be (B)(6). Three additional different devices from different manufacturers had also been implanted as part of the same surgery.